Event description:
It was reported that the patient was experiencing uncomfortable surge in paresthesia the day after the reprogramming. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1200 sn: (B)(6). The returned ipg was analyzed and the monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes, and no un-assigned output was observed when the stimulation is on. Current leakage test and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. With all the available information, boston scientific concludes that the ipg revealed normal device characteristics. However, a labeling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, this investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the patient was experiencing uncomfortable surge in paresthesia the day after the reprogramming. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.